Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ping meter had displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began in ¿early (B)(6) 2017¿. The patient manages her diabetes with insulin pump therapy and denied making any change to her usual dose diabetes management routine in response to the alleged product issue. The reporter claimed that ¿a few days after¿ the alleged product issue began she developed the symptom, ¿blood in her urine¿. The reporter stated that on (B)(6) 2017 she was admitted to hospital and obtained a blood glucose result of 281mg/dl on the hospital meter. Whilst in hospital she reported receiving hcp treatment in way of an ¿insulin drip¿. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.